Event description:
During the procedure, a pericardial effusion occurred for which a pericardiocentesis was performed to stabilize the patient. Ablation was done on the left atrial roof for a line ablation. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, pressure normalized and the procedure was cancelled. During the night, an additional 500ml were removed and the patient stabilized.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.